Manufacturer narrative:
This supplemental report is being submitted to update the lot# to mk943183 and to provide the device evaluation results. A visual inspection of the device found that the teflon pad showed normal wear, with no metal exposed on the grasping section. However, it was noted that there was slight evidence of char marks on the teflon pad. The device was tested using test equipment and was found to be within device specifications.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unknown therapeutic procedure, the teflon pad became detached from the grasping section of the device. It was stated that no device fragment fell into the patient. The intended procedure was completed using another similar device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event, but with no results.